Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data, device evaluation results and additional information. Associated lot #62106217 was manufactured prior to (B)(4)2015, as a result, a UDI number is not required. The complaint reported implant fracture. The product was returned and the reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot (62106217) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot (62106217) and no similar event or complaint was found. Functional testing could not be performed since the product was fractured. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the device. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation are long term parafunctional habits of the patients (e.g. Clenching, bruxism and overloading), as it was noted, the implant have been placed for approximately 8 years. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet (B)(4). Additional PMA/510(k) number ¿ k011028/k013227.

Event description:
It was reported that the patient bruxed and fractured the implant. Implant was removed.